Event description:
On (B) (6) 2009 the patient reported that twice in the past week with 2 consecutive insulin cartridges, her infusion device piston rod stopped about half way through and displayed an error. The patient was instructed to check her device alarm history and she confirmed that both an e4 (occlusion) and e10 (cartridge error) were given. While her device was in stop and there was no cartridge inside, the patient rewound the piston rod, then extended it nearly to the end without the piston rod stopping at any point. She then advanced it to the level of the cartridge, inserted the cartridge, and primed 25 units without seeing insulin. She then attempted another prime, but the e4 displayed. She stated she changed the battery 2 days ago but could not read the expiration date on the battery. The patient was assisted with setting up her backup infusion device. No blood concerns related to this issue were reported. The patient did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.